Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a reader position issue occurred with the mycarelink monitor for an implantable cardiac monitor (icm), resulting in no telemetry being established and the inability to perform a manual transmission, as no telemetry bar was visible on the monitor screen. It was also noted that the reader may not have been properly charged. Troubleshooting steps included power cycling the monitor and attempting a manual transmission, with no error code displayed. The device was able to send daily wireless audits properly. The patient was referred to the clinic for a device check process. No patient complications have been reported as a result of this event.